Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient experienced difficulty with arm and leg movement when the patient was in recovery after the scs implant procedure. Subsequently, the entire scs system was explanted after noticing the loss of control in the extremities. Reportedly, the patient was slowly gaining movement back in his extremities following the system removal. In addition, a system diagnostics during postoperative testing did not show any anomalies. Follow-up identified the patient has reportedly regained full mobility and is doing well.